Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that there was infection around the pump. It was reiterated to the safety case management department that, as the infection was localized around the pump, no association with the medication was identified. As the patient had been referred from another hospital, patient identification was also challenging. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the explant date for the pump and catheter was (B)(6) 2025. When asked to specify what catheter trouble was suspected, it was stated that since the retained fluid was pus, the suspicion of a catheter problem was ultimately resolved. The explanted catheter and pump was discarded. The infection was resolved. The pump serial number was also provided.

Manufacturer narrative:
H6: coding removed from the catheter due to additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (dose and concentration unknown) via implanted infusion pump indicated for cerebral palsy. It was reported that there was infection around the pump. A transfer from another hospital was performed due to fluid retention around the pump. Although, catheter trouble was suspected, upon puncture, pus was identified. Due to the infection, the entire system was removed. No further information was reported.